Manufacturer narrative:
Unit powered up properly, however display froze right after pump displayed the time followed by an unexpected constant tone. Unit was opened and electronics were disassembled. After assembling electronics, unit was monitored and tested ok. Problem isolated to electronic assembly. Unable to perform rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify button keypad anomaly due to frozen display. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and there was a black circle on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 65 mg/dl, which was treated with a glucose tab. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.